Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced difficulty loading a cartridge onto the pump. There was no impact to the user's blood glucose level. Reportedly, the pump push rod pushed out slightly farther than it should be. Recommendation was made for the user to gently move the shuttle on the cartridge so that it would line up properly. The contact would load a new cartridge.